Event description:
It was reported that t:slim x2 pump battery would not charge and caller received low power alerts, with pump unable to recognize any charging connection despite use of working outlets, tandem wall adapter, tandem charging cable, and alternative adapters and cables. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty status, arranged shipment of replacement pump with updated software, instructed customer to let battery of problematic pump fully deplete before return, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return malfunctioning pump using prepaid label within 10 days.